Manufacturer narrative:
The reported event of no high voltage output was not confirmed. The reported event of over current detection (ocd) was detected in the device image¿s log. However, the cause of ocd was determined to be due to external (non-device related) factors.the device was received with normal charging and normal outputs. Electrical and mechanical tests performed including leads impedance, sensing, pacing, capacitor charging, and high voltage (hv) output verification did not identify any functional issues.

Event description:
It was reported that the patient had a cardiac arrest and syncope. The device failed to deliver high voltage therapy during episodes of ventricular fibrillation. Low impedance was observed on the right ventricular (rv) lead. An over current detection (ocd) alert was observed on the device. The patient was resuscitated by external shocks but ultimately passed away.